Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, the lead was found to be dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patient did not experience adverse consequences due to the event.